Manufacturer narrative:
Failure analysis: vela main pcba pn: (B)(4), sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The carefusion failure analysis lab technician installed main pcba into a known good vela pn: (B)(4), sn: (B)(4), powered it on in service mode, reviewed the event log and noticed multiple xdcr fault events recorded. The carefusion failure analysis lab technician performed a pressure transducer calibration per the service manual (B)(4) on exhalation differential transducer pt802. The exhalation differential transducer failed to calibrate at 0cmh2o. Findings/root-cause: reported problem was duplicated and isolated to bad pressure transducer pt802 pn: (B)(4) on the main pcba.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a rep of the foreign distributor. "Our dealer claims this unit is alarming transducer fault, they performed the transducer calibration , they found out the exhalation pressure transducer failed the calibration at 60cm. This is the only info provided by our dealer, there was no info regarding if this unit was on a patient when the problem occurred. We requested this info from our dealer also the status of the patient".

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning main pcba. The foreign distributor was shipped a replacement main pcba to repair the device and return it to service . Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main pcba for evaluation. As of (B)(4) 2015 the alleged faulty main pcba has not been received. Should the alleged faulty main pcba be returned and evaluated, a f/u medwatch report will be submitted.